Event description:
It was reported that the patient with this pacemaker stated experiencing burning and pain at the implant site. Technical services (ts) referred the patient to a healthcare professional (hcp) for further evaluation. Subsequently, this device was explanted and replaced due to therapy upgrade. No additional adverse patient effects were reported.